Event description:
It was reported that there was a leakage during patient treatment. The anesthesia system also generated alarms for high airway pressure. There was no patient harm. Manufacturer's reference number: (B)(4).